Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were noted in the cartridge and patient line tubing. It was also reported that an occlusion alarm occurred. The customer reported a blood glucose level of 150 (mg/dl). During troubleshooting with tandem technical support, the customer elected to load a new cartridge to address the air bubbles. Due to the cartridge being changed, complete troubleshooting for the occlusion alarm was declined.